Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft 66878 00078 or spinbrush proclean powered toothbrush medium 66878 00079.

Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The brush head returned was manufactured by proctor & gamble and was part of the proctor & gamble prowhitening recall of 2004. Since the upc code could not be determined, we are providing the four recall numbers which could apply to this particular brush head. Please see recall number below: recall numbers: z-0375-05; z-0376-05; z-0377-05; z-0378-05.